Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the internal locking components of the device were damaged, and the device was power broken and would run in the locked position. It was further determined that the device failed pretest for cutter lock assessment, and safety assessment. The assignable root cause of these conditions was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation it was determined that the device was power broken and would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.